Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse did not reproduce any recoverable faults, but error was confirmed in the logs. Following the fiber troubleshooting in vessel sealer instrument, fse replaced the fiber optic tap cable which cleared most comm link errors. Fse also replaced the backplane (spider) fiber optic cable which completely cleared all remaining errors. System was tested and verified ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer called technical support engineer (tse) to report that they encountered some recoverable faults. Tse reviewed the logs and found 3199 for axes controller, platform (acp) 4 of the boom. The customer continued on with the case and completed it with no patient harm.